Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and configuration files were evaluated and determined to require reloading. No conclusion can be drawn as further system analysis or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.